Event description:
It was reported that inappropriate shock was delivered. Should further information be available this report will be updated.

Manufacturer narrative:
On (B)(6) 2018 - this lead was capped, not explanted. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.